Manufacturer narrative:
Block e1 initial reporter city: (B)(6). Upon receipt at our post-market quality assurance laboratory, the intellamap orion catheter underwent visual inspection, which revealed coating residues on the central support of the catheter under the deployment section. As no cause could be identified that would relate to or produce the reported issue, the issue could not be established. Additionally, the reported issue of a damaged array was not confirmed, and the reported failure could not be reproduced.

Event description:
Reportable based on device analysis completed on november 11, 2025. It was reported that the basket was damaged. An intellamap orion catheter was selected for use during a combined pulmonary vein isolation (pvi) - posterior wall isolation (pwi) procedure performed to treat atrial fibrillation in the left atrium. During the procedure, the spline of the orion catheter became deformed into a cobra shape. There was no break or detachment of the spline; rather, a portion of it was inverted and bent toward the opposite side. The catheter was not deployed in the faradrive sheath, and the procedure was completed using another of the same orion catheter. There were no patient complications. The device was returned for analysis. However, returned device analysis revealed that the device has coating residues on central support of the catheter, under the deployment section.